Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 67-year-old male on impella cp for mechanical circulatory support. It was reported that pedal pulses are absent on both lower extremities by both palpation and doppler. An angiogram was done from the repositioning sheath in the catheter lab suggests perfusion past sheath. The following day the pulses were found to be dopplerable.